Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ needle had foreign matter on it. This was discovered before use. The following information was provided by the initial reporter: it's noticed foreign matter on the needle during preparation of injection. Defected product didn't use.

Event description:
It was reported that unspecified bd¿ needle had foreign matter on it. This was discovered before use. The following information was provided by the initial reporter: it's noticed foreign matter on the needle during preparation of injection. Defected product didn't use.

Manufacturer narrative:
The following fields have been updated with corrections: d.4. Medical device lot #: 1809339.

Event description:
It was reported that unspecified bd¿ needle had foreign matter on it. This was discovered before use. The following information was provided by the initial reporter: it's noticed foreign matter on the needle during preparation of injection. Defected product didn't use.

Manufacturer narrative:
H.6. Investigation summary: bd has not been provided with photos or samples to investigate for this record. A review of the device history record could not be performed as the catalog number is unknown. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Despite the fact that any high volume manufacturing process may generate some particulate matter, the highly capable process employed by bd to produce syringes keeps particulate matter to extremely low levels through stringent manufacturing processes and environmental controls. In bd fraga, the whole process to assembly and package the product takes place in an environmental controlled room where the air is continuously filtered using a hepa filter system and there are several strict measures. Considering our in-coming and in-process inspection, no corrective actions are required at this time. H3 other text : see section h.10.